Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the reason for repair is the unit alarms are not functional. The key failure is the pilot valve is not shifting fully. Additional malfunction is the power switch short circuited, which caused the alarm not to function.